Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported event was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) at a user facility reported that the fresenius 2008t hd machine is not removing the correct amount of fluid at a low ultrafiltration (uf) goal or rate. The patient¿s uf goal was set for 400ml with a uf time of 4 hours. The patient reportedly had discomfort after treatment was completed. Follow-up information with the nurse manager revealed that the patient was using a high flux dialyzer and was on a low uf profile, which may have been the reason for the incorrect fluid removal amount. There was no reported patient serious injury. No parts were stated to be available to be returned to the manufacturer for evaluation. No further information regarding the patient status or machine repair status has been made available.